Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema, stone formation, peritonitis, extravasation, ureteral reflux, stent dislodgement, fragmentation, migration, occlusion, fistula formation, loss of renal function, hemorrhage, pain/discomfort, stent encrustation, hydronephrosis, perforation of kidney, renal pelvis, ureter and/or bladder, ureteral erosion, infection, urinary symptoms. Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure."

Event description:
It was reported that the patient experienced urinary symptoms while using a ureteral stent. It is unknown if the device contributed to the urinary symptoms at this time and medical intervention is unknown. As per additional information received on 25aug2022, the customer also experienced infection.

Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislogdgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms" "determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." The device was not returned.

Event description:
It was reported that the patient experienced urinary symptoms while using a ureteral stent. As per additional information received on 25aug2022, the customer also experienced infection. It is unknown if the device contributed to the urinary symptoms at this time and medical intervention is unknown.

Event description:
It was reported that the patient experienced urinary symptoms while using a ureteral stent. It is unknown if the device contributed to the urinary symptoms at this time and medical intervention is unknown as per additional information received on 13apr2022, the customer also experienced infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection". The device was used for treatment purposes, however, it is unknown if the device had met relevant specifications or contributed to the reported event. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislodgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms" determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Correction: b. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.